Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement due to the increase in power consumption due to an increase in pacing output voltage. Currently, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. Ts recommended device replacement due to the increase in power consumption due to an increase in pacing output voltage. Currently, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. B1, h1, and h6 updated.